Event description:
Withdrew the guidewire, and noticed there is a 6 mm piece of the guidewire missing from the end.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revd0872 showed no other similar product complaint(s) from this lot number.